Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with 400cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal and replacement with 425cc mentor memorygel breast implants, catalog number 3504254bc, serial numbers 9472031-044 on the right side and 9418225-056 on the left side on (B)(6) 2020.